Event description:
The suspect device result was 273 mg/dl. The user felt dizzy and sick. Their family took user to the hosp and their glucose was around 60 mg/dl. User was given organe juice and a pastry. Controls wre not used. The device was replaced and requested to be returned for eval.